Manufacturer narrative:
Halyard received one (1) used closed suction catheter that was not returned with the original packaging. A trach tube (shiley brand) was returned with the halyard closed suction catheter sample. Before decontamination, the sample was photographed to show the appearance as it was received. The end tip of the catheter did not appear to be bent. After decontamination, the sample was visually examined for damage. There was no evidence of damage. While evaluating the sample, the catheter was fully advanced and there was no evidence of arching or curvature from the distal end tip of the catheter and entire tubing. The closed suction was then connected to the shiley trach tube and the catheter tubing was advanced once more. When advancing the catheter end tip through the shiley trach tube, there was no resistance felt and there was no bending of the distal tip noticed. When the catheter tubing was retracted, there was no bending noticed as well on the peep seal area. The catheter tubing advances and retracts fully each time (5 more times of trying) on the trach tube with no interference. Sample evaluation did not confirm failure reported, therefore a proper root cause has not been identified. Root cause could not be determined. All information reasonably known as of 21-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a clinician was using a suction catheter on a vented patient with a shiley trach tube. The tip of the suction catheter folded back on itself about an inch from the bottom. When the catheter was retracted, the tip of the folded portion became lodge in the end of the trach tube, which prevented the extraction of the catheter. The clinicians were unable to remove the catheter, the patient had to be extubated and re-intubated, with no resulting injury. It was also noted that the issue does not appear to be a product failure or user error. No further information was received.